Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was returned in the not deployed state. Inspection of the pod data showed the pod generated an 0x41 "rotational sensor maximum summed error table" hazard alarm. The hazard alarm was observed in conjunction with multiple rotational sensor malfunctions. The pod was rerun and the pod rerun data contained the same rotational sensor malfunctions. Inspection of the drive mechanism found damage on the commutator cap. This damage can be confirmed as the root cause of the rotational sensor malfunctions and the 0x41 alarm. The damage to the commutator cap can also be confirmed as the user reported event of the pod not deploying.